Manufacturer narrative:
There were 4 instances of false positive results after testing with the innova antigen test as the result of the pcr tests was negative. It is unknown all four positive test results were from the same patient. User handling may have contributed to the event. Possible contributing factors of a false positive result are: excess protein was brought in during sampling or the sample was to viscous. When using a flashlight to view the results, shadows may be produced due to different lighting or angles, resulting I false positive results. The production records, product inspection records and material inspection records were checked confirming batch records are qualified. It is recommended that the testing kit must be operated according to the specimen collection and assay methods in the body of the instructions for use and additionally, the kit should be used immediately after opening. This is an occasional small probability situation and may be a non-quality problem. The reported event could not be confirmed.

Event description:
It was reported there were 4 instances of false positive results after testing with the innova antigen test as the result of the pcr tests was negative. Further information noted there was one school had the four positive test results from the innova antigen test that, thereafter, tested negative with a pcr test out of a total of 2000 tests. These four positive test results came from the same lot. Additionally, the initial reporter noted that it has been observed that the school uses torches to help read the test results. No further information was provided although requested to understand if all four positive test results were from the same patient.